Event description:
(B)(4). Had essure implanted in 2010. I began to notice specific symptoms early 2013. Constant migraines, extreme fatigue, hot flashes, night sweats, insomnia, pelvic pain, anxiety, panic attacks, memory loss, difficulty concentrating or staying focused, hair loss, declining vision and loss of libido to name a few. I've seen multiple specialists trying to figure out what was happening to me because I thought I was losing my mind. I struggled to understand how all these ailments could come upon me out of nowhere. I started with the gyn that performed the procedure then it was a psychiatrist, therapist, neurologist, endocrinologist, rheumatologist, ophthalmologist, dermatologist, internal medicine in addition to many MRI's, cat scans, blood work, etc etc etc. After all of this, still no answers.